Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed that the device is now operating in a unipolar right ventricular (rv) pacing configuration. It was also noted that there was noise observed on the rv lead prior to the pacemaker device reverting to safety mode. The rv lead is not a boston scientific product, and the cause of the rv lead noise is unknown. The boston scientific field representative indicated that the pacemaker device will be replaced, and a different device manufacturer will be attending the replacement procedure. The boston scientific field representative has requested to be notified of the device replacement date and to have the pacemaker device returned to their possession once explanted, but they have not been contacted yet. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed that the device is now operating in a unipolar right ventricular (rv) pacing configuration. It was also noted that there was noise observed on the rv lead prior to the pacemaker device reverting to safety mode. The rv lead is not a boston scientific product, and the cause of the rv lead noise is unknown. The boston scientific field representative indicated that the pacemaker device will be replaced, and a different device manufacturer will be attending the replacement procedure. The boston scientific field representative has requested to be notified of the device replacement date and to have the pacemaker device returned to their possession once explanted, but they have not been contacted yet. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was returned to boston scientific, indicating it was explanted. No additional information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed that the device is now operating in a unipolar right ventricular (rv) pacing configuration. It was also noted that there was noise observed on the rv lead prior to the pacemaker device reverting to safety mode. The rv lead is not a boston scientific product, and the cause of the rv lead noise is unknown. The boston scientific field representative indicated that the pacemaker device will be replaced, and a different device manufacturer will be attending the replacement procedure. The boston scientific field representative has requested to be notified of the device replacement date and to have the pacemaker device returned to their possession once explanted, but they have not been contacted yet. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was returned to boston scientific, indicating it was explanted. No additional information was provided. No additional adverse patient effects were reported.